Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus on several drawer cubies and matrix. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were failed to detect on the communication bus. The technical support specialist (tss) dialed into the station, observed that the issue had already been resolved and verified the same with the customer. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus on several drawer cubies and matrix. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were failed to detect on the communication bus. The technical support specialist (tss) dialed into the station, observed that the issue had already been resolved and verified the same with the customer. The system functioned as intended after the technical support specialist verified the device.